Event description:
Patient reported left side infection, tissue death and loss of skin, discomfort and poking on the side. The device was explanted.

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (unknown onset) and necrosis.